Event description:
Patient admitted with elevated troponins, leukocytosis and syncope; required a peg [percutaneous endoscopic gastrostomy] tube insertion being performed at the bedside. During peg tube insertion, the patient developed respiratory distress, and the decision was made to intubate the patient. A glidescope set up was brought to the bedside. The glidescope device was inserted by anesthesia without difficulty; however, the image was determined to be fuzzy and cutting in and out during the intubation. The glidescope device was removed and another glidescope device was emergently brought to the bedside. There was no harm to the patient. The device/equipment was inspected by bio-engineering and found no issues. The equipment was returned to service.